Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) and had a cardiac arrest due to pulseless electrical activity. It was noted there were no ventricular arrhythmias or external defibrillation shocks. The field representative came and tried to interrogate the device however, was unsuccessful. A magnet was used and there was no audible tones. The patient was lost to follow-up. It was suspected that the battery may have depleted early due to shocks that may have been delivered as a result of narcotic use. At this time, the device remains in service. No adverse patient effects were reported.